Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements, noise and pacing inhibition of less than 2 seconds of asystole. This patient was checked and noise and the pacing inhibition was reproducible. An invasive procedure was performed. A lead fracture was visualized in the pocket near the device. The physician opted to enable and use the previous rv lead that was surgically abandoned as a replacement for this lead. This lead is no longer in service. No additional adverse patient effects were reported.